Manufacturer narrative:
The product was not returned for eval. The user reported there was a dent or kink in the cannula. We are unable to confirm the reported condition or to determine whether it contributed to the report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having to test her blood glucose 3 times; all of the bg test results measured "high" (over 500 mg/dl). Upon inspection she noticed there was a dent or kink in the cannula.